Manufacturer narrative:
Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the mainframe and patient interface were not working properly. There was no patient impact.

Manufacturer narrative:
Analysis for the mainframe found that there was no fault or malfunction with the device. The device was tested and passed all manufacturing specifications. Analysis for the patient interface found that the device had worn wave washers. The wave washers have been replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.